Manufacturer narrative:
Medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. Medical device expiry date: 03/2021.

Event description:
It was reported that post stent placement at the bifurcation, the stent allegedly became stuck on another stent. Additional stents were implanted to open the area. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: review of manufacturing records was not performed, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: two digital x-ray copies were provided for evaluation. Both images show the two stents that were placed in left and right iliac veins. Based on the images, an entanglement respectively entrapment of the ends two stents that are located in the inferior vena cava could be confirmed. Whether this was due to incorrect placement of the stents or whether the stents moved during placement could not be determined based on these images. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risks and the correct use of the device. The IFU states that the venovo¿ venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. Regarding deployment the IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Potential complications and adverse events which may occur were found addressed, e.g. Malposition (failure to deliver the stent to the intended site), stent fracture or stent migration.

Event description:
It was reported that during simultaneous placement of two stents at the venous bifurcation, the stents allegedly became stuck to each other. Additional stents were implanted to open the area. There was no reported patient injury.